Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement of 0 ohms. Upon review it was noted that it was a single out of range impedance measurement and all subsequent measurements have been within normal limits. Since electromagnetic interference (emi) was thought to be the cause, the clinic has opted to continue to monitor the patient. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.